Event description:
It was reported that during an unknown procedure, a metal piece inside of the jaw came out when changing the reloads. The piece is included with the product for return. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested but not available: what type of procedure was the device used in? Just to confirm, did the metal cartridge pan separate from the plastic cartridge when changing reloads? If no, what metal piece inside the jaw came out? What product code/color cartridge was being used (gst or ecr)? How was the procedure completed?